Manufacturer narrative:
Alleged failure: e40 error. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board due to fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an e40 error. Per investigation results, the device had blown components.